Manufacturer narrative:
Exact date unknown, event occurred 6 months ago from the revision date. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2316500; model: sc-2316-50; serial: (B)(4); batch: 16976309.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to leads having high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively and the explanted leads will not be returned.